Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarmed iab catheter restriction. It was also reported that the end user switched out for another working iabp unit. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp and was unable to reproduce the reported issue. The fse noted that the console cover screw kit was consumed during testing. Moreover, the fse replaced the expired 9v battery, as scheduled. The fse then performed a full pm, full calibration, all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) alarmed iab catheter restriction. It was also reported that the end user switched out for another working iabp unit. No patient harm, serious injury or adverse event was reported.